Manufacturer narrative:
As part of the investigation, a field service engineer (fse) visited the user facility to investigate the user facility's automated endoscope reprocessor (aer) for foreign "black particles and oily residue that look like tar" inside the tub basin and inside the disinfectant tank. The fse noted the oer-pro completes cycles without errors or leaks. The oer-pro is maintained by the facility. The user facility's maj-1500 connecting tube that was used with the oer-pro was stiff tubing with a broken clip. A plunger and spring was missing off one of the connector's. Also, it was noted that the internal black rubber hoses at the disinfectant side was deteriorating. In addition, the fse observed the facility is not scope loading according to the instruction manual (IFU). The scope was returned to the service center for evaluation of the reported event. A visual inspection of the instrument and suction channels was performed. Kinks and scrape marks were noted inside the instrument channel at the distal bending section area of the scope. There was also discoloration and scrape marks inside the channel from the biopsy ports side, proximal end of the instrument channel. The suction channel was inspected and there was no sign of dents, foreign material, or any black foreign debris/ residue. In addition, the service group noted the distal end plastic cover was dented and the bending section cover glues were cracked. The scope was leaking between the up/down and left/right angulation knobs. A review of the service history of the scope indicates the scope was purchased on april 27, 2016 with found two repairs in the last three years that were not related to the reported event. The scope was repaired and returned to the user facility. The physical condition of the scope can be attributed to handling. The foreign "black particles and oily residue that look like tar" could not be confirmed, however, based on the fse's investigation, the most probable cause of the reported was attributed to deterioration of the internal hose on the disinfectant side of the oer-pro.

Event description:
The service group was made aware that during a colonoscopy procedure, there was foreign black colored particles were observed inside the patient's colon. The user facility reported that foreign black colored residue/specs was possibly clogged in the air/water channel and instrument channel of the scope after the scope had been reprocessed in their automated endoscope reprocessing (aer) machine.